Event description:
It was reported that an unspecified malfunction alarm occurred. The customer reset the pump however the pump remained vibrating. Cts will replace the pump. Customer¿s blood glucose level was not provided. The customer reverted to manual injections for insulin therapy.